Manufacturer narrative:
The device manufacture date, as well as, the evaluation conclusion code was previously reported inaccurately. The manufacture date previously read "2/01/2002", but should have read "04/01/2002". The evaluation conclusion code read "device not returned", but should have read "device discarded by user, unable to follow-up" as this iabp was taken out of clinical service after the reported event occurred.

Event description:
During a preventative maintenance (pm), on a system 98 xt intra-aortic balloon pump (iabp), a company representative noticed that the battery icon always showed up with the status empty when in battery mode. The batteries were charged, the open circuit voltage was at 25.4v. The iabp ran on battery power without battery alarm. In network operation, the user did not notice there was any indication of an error. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company representative reported that in battery mode, the iabp indicates battery depletion with fully discharged batteries. The iabp's power supply is defective, but as there are no repairs being done for the system 98xt this iabp has been taken out of clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
During a preventative maintenance (pm), on a system 98 xt intra-aortic balloon pump (iabp), a company representative noticed that the battery icon always showed up with the status empty when in battery mode. The batteries were charged, the open circuit voltage was at 25.4v. The iabp ran on battery power without battery alarm. In network operation, the user did not notice there was any indication of an error. There was no patient involvement or adverse event reported.